Event description:
The pt was in bed supine when he reached up and grabbed on to his bedside trapeze. The trapeze swung laterally to the right resulting in the pt falling onto the floor sustaining a fracture.